Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During use on a cardiac arrest patient, the autopulse platform cracked when crew lifted the (B)(6) patient. The autopulse platform stopped compressing after this occurred. The customer then reverted to manual CPR. Rosc (return of spontaneous circulation) was achieved and patient was delivered to the hospital with the pulse.

Manufacturer narrative:
The customer reported complaint for damaged top cover was confirmed during visual inspection. The cover was replaced to remedy the reported issue. In addition, front enclosure, bottom enclosure, battery compartment, lcd screen and battery lock were found damaged; the root cause is attributed to mishandling. Upon replacement of the damaged components, the platform was functionally tested and performed continuous compressions without issue and met all required specifications. The autopulse platform is a reusable device and was manufactured in 2012 and has exceeded its expected service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Functional testing was performed and passed with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).